Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and troubleshooting ideas. The caller will consult this patient's physician. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting rising shock impedance measurements. Most recently, there was a red alert generated for a measurement greater than 125 ohms and today, the measurement was 133-135 ohms. No adverse patient effects were reported.